Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented for magnetic resonance imaging (MRI) scan and the implantable cardioverter-defibrillator estimated over five years left on the battery. After completion of MRI, the device was at elective replacement indicator (eri) with zero to 62 months battery left. No programming change was made. The issue happened before and the device returned back to normal. The patient was stable before, during and after the event.